Event description:
It was reported that the first confirmed overdischarge (od) condition was seen on the patient¿s implantable neurostimulator (ins). The patient had come to the clinic (B)(6) 2014 to see someone for a ¿study¿ and they reported that they could not recharge their ins. It was noted that the patient was not having very much pain and did not use their ins and had not charged it for some time. The patient had tried to charge in august but was unable to. A physician mode recharge (pmr) procedure was initiated. It was also reported that there was a power-on-reset (por). There were no patient symptoms or complications reported that were associated with the event. It was later reported that there was a confirmed first overdischage and a physician mode recharge (pmr) was performed but it ¿did not successfully reset the device.¿ the power on reset (por) error code was reported as 0x2608 and it was successfully cleared. The patient was reprogrammed with cycling so stimulation would turn on and off. In addition, the rate was reduced from 60hz to 40hz. Group b was ¿reg conventional stim.¿ group c, d, and e were exact copies of b but had different cycling times. It was noted that group c was on ten seconds, off 20 seconds, group d on five minutes, off ten minutes, and group e on 30 minutes, off 30 minutes. Patient education was provided for group activation and rate adjustment. Diagnostics included impedance testing. The event occurred during normal use. The product status of the implantable neurostimulator (ins) was implanted and remains-in-service. The product issue was resolved. The patient¿s status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).